Manufacturer narrative:
Unit was received from the field for evaluation. Rga (B)(4) re-opened. Refer to evaluation number (B)(4) - unit was sent in without a cap, saline deposits on case body / irrigation tube interface, and administrative tubing was slightly kinked. Handpiece primed and cut successfully. Unit was disassembled to verify internal components. No damage or defect noted. Could not duplicate malfunction. Could not verify the assignable cause for the unit failure. The handpiece could not be saved for further evaluation because disassembling the unit to verify the internal components damages the functionality of the unit. The DHR for microtip lot 24213-04 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 24213-04. A review of lot history showed that there was (B)(4) reported microtip unit failure. Lot 24213-04 has a failure rate of (B)(4).

Event description:
Priming failed error message multiple times.